Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The fse replaced the front bezel to address the finding. The fse tested the unit; the unit was fully operational. The unit was within the manufacturer's specification and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer reported that the unit was found to have a failed navigation ring (nav-ring) during servicing. There was no patient involvement.